Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394601 and lot number 4061448. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Some items seem to be badly welded/connected, and fluid leaked under pressure I have a customer who sent me back 1 tap box reference 394601 lot 4061448. It would be badly welded and would cause leakage with the pressure. No problem encountered with another box from the same batch.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.